Event description:
It was reported that after unpacking, stent dislodgement was identified. A 20mmx4.00mm veriflex stent delivery system was selected for use. When the physician removed the stent protector the stent moved off of the balloon. The device was replaced and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Event description:
It was reported that after unpacking, stent dislodgement was identified. A 20mmx4.00mm veriflex stent delivery system was selected for use. When the physician removed the stent protector, the stent moved off of the balloon. The device was replaced and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: received for analysis was the delivery device and no stent. A visual examination of the returned device found a clear impression of stent crimp on the balloon. The balloon did not appear to have been inflated. No other issues were noted with the delivery catheter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product (stents). (B)(4). Device evaluated by manufacturer - the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).